Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had experienced a mild trauma causing the ipg to migrate in the pocket. Surgical intervention may occur later to address the issue.

Event description:
Additional information was received wherein the patient underwent surgical intervention on (B)(6) 2022 during which the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.